Event description:
Home patient (hp) contacted baxter's technical service center for assistance during apd therapy. Hp was in drain 1/5 when they noticed leaking from the patient line. Technician assisted the hp in ending therapy and advised hp to resume with a new setup. Follow up with hp's rn indicated hp received prophylactic ancef and gentamycin (dose unknown). No patient injury resulted per rn.